Manufacturer narrative:
A maquet field service technician was on site and investigated the unit in question: according to service order# (B)(4) the technician performed as follows: investigated unit. Could not find any abnormal issues with the device. Device did not have any rounds per minute interruptions during flow checks as reported by customer. Performed calibrations in accordance with factory specifications. Performed a full functional check with passing results. Updated software to 03.04.10 on so: (B)(4). Device is cleared for clinical use." Thus the failure could not be confirmed. Therefore no most probable root cause could be determined. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Cardiohelp stopped functioning during a case. What actually occurred and the date of event is unknown. Patient expired. Technician afterwards stated that the customer reported rounds per minute interruptions during flow check. Reference number: (B)(4).